Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error b30 occurred and the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that due to the following causes, it became electrically unstable and a communication error occurred. There was no problem in the subject device, but the problem was in a device other than the subject device. Liquid such as water or a foreign object (residue of medicinal solution, water scale, sebum stain, dust, or lint of gauze) was adhered to the electrical contact of the scope. If additional information becomes available, this report will be supplemented.